Manufacturer narrative:
This case was assessed as reportable to the FDA as the event possible necrosis (injection site necrosis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a spanish physician and concerns a patient. The patient was injected with belotero (not further specified). After belotero injection, the patient experienced possible necrosis in the upper lip. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event possible necrosis (injection site necrosis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a spanish physician and concerns a patient. The patient was injected with belotero (not further specified). After belotero injection, the patient experienced possible necrosis in the upper lip. The outcome of the event was unknown.